Event description:
It was reported that, while in use on a patient a 980 ventilator became inoperative. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found the exhalation flow sensor out of range (oor). The se replaced the exhalation flow sensor. The se completed electrical safety, performed calibrations and extended self-testing on the device and all tests passed.